Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for maintenance/ annual inspection. The returned device was evaluated and it was found that the light guide lens had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. Suction cylinder had no color. Due to wear of forceps elevator wire, the forceps raising angle does not meet the standard value. Due to cut on forceps elevator wire, fixing force of guide wire does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Distal end had a scratch. Adhesive on bending section cover had a crack. There is corrosion around forceps elevator. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.